Event description:
The customer reported that during a routine inspection of the evis exera ii duodenovideoscope by the technician, there was no image on the screen. There was no patient or user harm reported due to the issue. The device was returned to olympus for evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the foreign material. Additional information has been requested regarding the reported issue (no image on the screen).

Manufacturer narrative:
During inspection and testing of the returned device, service confirmed the image was not displaying due to deformation of the electrical connector. In addition, service found there was reduced angulation in the left and right directions due to stretched angle wires. The connecting tube and universal cord were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the which state: - IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. -all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the customer's reported issue. Information provided in b5.

Event description:
Additional information was received regarding the issue reported by the customer (no image on screen): the reported issue was found during a routine inspection performed by the technician in the morning. There was no planned procedure. There was no patient or procedure involvement or impact.